Event description:
The customer contacted beckman coulter, inc. (Bci) to report erroneous total triiodothyronine (total t3) results for an unknown number of patient samples over an unknown period of time analyzed using the access total t3 reagent on a unicel dxc 600i synchron access clinical system. Patient results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or any report of change to patient treatment that is attributable to this event. Several attempts were made to obtain additional information regarding the number of patient samples impacted and the time period involved. No additional information was provided by the customer.

Manufacturer narrative:
Result: erroneous data generated. Conclusion: a definitive root cause for the event has not been determined. A field service engineer (fse) was dispatched on (B)(4) 2011. The fse inspected all hardware of the system. No issues were observed. Quality control information was not provided by the customer. Per the customer supplied documentation, a routine system check was performed on (B)(4) 2011, which passed within instrument specifications.